Event description:
On (B)(6) 2022, a patient who was referred from another hospital due to back pain underwent emergency endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac) and gore® dryseal flex introducer sheath (sheath). During the treatment, a 22 fr sheath was not able to insert from a right common femoral artery. A 20 fr sheath was used. After ctagac was implanted, a proximal type I endoleak was reportedly observed. Additional ballooning was performed, however a delayed proximal type I endoleak was observed. The physician decided to monitor it. It was reported that the right common femoral artery was damaged. The vessel damage was surgically repaired. The patient tolerated the procedure. The physician stated that an intima of the vessel at inserting area was damaged. A strong resistance was felt when inserting the 22 fr sheath, which probably caused the vessel damage.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.